Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, the ventilator generated a technical error code indicating a turbine module communication error. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the device failed internal leakage test during pre-use check and it was followed by several technical errors. The pressure transducer board on expiratory side was checked and was replaced to resolve all issues. The device was delivered to the user in working condition. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Review of the provided logs confirmed occurrence of the reported issues. Replacement of pressure transducer board is not recommended in any of the technical errors, which were generated, however according to the provided information it solved the issues. Since defective part was not provided for further investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).